Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to emergency room due to high blood glucose of 416mg/dl on (B)(6) 2018. Customer was wearing insulin pump at time of hospitalization. Insulin pump will not return for analysis.